Event description:
International customer reported that a patient was returned to surgery three days following an unspecified surgical procedure. It was reported that there was an issue with the sutures post op which resulted in surgical repair. Further follow up information is expected.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.